Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals began to unravel while loading the seals into the delivery tube. The surgeon converted to clamp to complete the procedure. No pt complications were reported by the hospital, as a result. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of deployment tube and cracked. Other observations were that the tension spring components were loaded inside deployment tube, and the foam collar was between plunger. The complaint is not confirmed that the seal began to unravel while loading; however, it was confirmed for cracked seal. A lhr review was completed for the product and there was no nonconformance associated with the lot number.